Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited intermittent loss of capture due to lead dislodgment. The lead was capped and replaced on 10 oct 2019. The patient was stable before, during, and after procedure.